Event description:
It was reported the tubing came off the hub of the agilis sheath. There was no pt injury reported.

Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation with the dilator fully engaged. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. The returned introducer was received with the extension tubing detached from the side arm. Microscopic examination of the sidearm revealed the bonded section of tubing remained secure within the sidearm.